Event description:
It was reported that this right atrial lead exhibited noise. Further evaluation of the patient was discussed. This lead remains in service. No further adverse patient effects were reported. Additional information was received detailing that this lead was surgically abandoned and replaced.